Event description:
Unomedical reference number (B)(4)0 event occurred in the united states. It was reported that the patient was sleeping and woke up, the infusion set's tubing already disconnected at the quick release. The site location was right side of patient's abdomen and the pump was located on the right side. Moreover, the infusion had been used for the first day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
On 21-sep-2020: follow up information was submitted to update health effect - clinical code and health effect - impact code. Moreover, the result of complaint investigation of the returned used device (1 tubing) showed that the tubing was detached from the tubing connector (missing glue). Based on the result: component, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number 1374055. Event occurred in the united states. It was reported that the patient was sleeping and woke up, the infusion set's tubing already disconnected at the quick release. The site location was right side of patient's abdomen and the pump was located on the right side. Moreover, the infusion had been used for the first day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.